Event description:
Noted on routine remote follow up increased battery drain. Bsc tech support contacted and recommends generator change within 28 days. Manufacturer response for pacemaker, boston scientific l300 accolade (per site reporter). Have not heard back from boston scientific.